Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that within 10 minutes, she obtained blood glucose readings of 430 mg/dl on the contour next one meter and 158 mg/dl on a non-ascensia meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next test strips from lot # 0bpeb05b for evaluation. The returned meter was tested with the returned test strips using a blood sample, which gave a satisfactory performance.